Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the cylinders were not inflating. A hole in the proximal end in one of the cylinders was identified. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.